Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported that their symptoms were not worse but they were seeing a '5' on her programmer. Unclear if 5 was amplitude or something else. Patient reported the poor communication as swelling and bandages were still present. Patient reported uti-like symptoms, which began on (B)(6) 2017. Patient just started noticing symptoms and had not yet been actually diagnosed with uti. Explained that if a patient did have an actual uti, that can potentially affect the results of the therapy so it was recommended to go to hcp to be tested to either confirm or rule out uti. Patient was implanted for gastrointestinal/ pelvic floor.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the patient said she had frequency and burning, no fever in office, dp performed and the patient¿s urine was clear. The hcp reported that the patient¿s urine was sent out for ua with microscopic and culture. The hcp reported that the patient was advised to drink plenty of water and could take azo over the counter. The hcp reported that the urine culture was negative.